Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle experienced safety shield failure. This event occurred 4 times. The following information was provided by the initial reporter: translated to english. The customer stated the "blood collector in the outpatient department found that the whole safety lock fell off and could not be used, and needle injury was easy to occur."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-23. Investigation summary: bd received 2 samples and 1 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for hub/collar separation with the incident lot was observed. Additionally, all customer samples were evaluated by visual examination and the indicated failure mode for hub/collar separation with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of hub/collar separation through a corrective and preventive action (CAPA) 1277214.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle experienced safety shield failure. This event occurred 4 times. The following information was provided by the initial reporter: translated to english. The customer stated the, "blood collector in the outpatient department found that the whole safety lock fell off and could not be used, and needle injury was easy to occur."